Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside of the sterile packaging.

Manufacturer narrative:
Alleged failure: foreign material inside sterile package. Probable root cause: system design, assembly error, use error, component non-conformance. The device manufacture date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside of the sterile packaging.